Event description:
It was reported during a thoracotomy/lobectomy the tx30v was placed across the pulmonary artery. During the firing sequence the white handle was closed and then the black handle. Half way through closing the black handle a "pop" sound was heard and the instrument was then closed/fired completely. When released, the surgeon noticed that no staples were present. The pulmonary artery was then stapled and cut using another stapler. This was the 1st firing of the instrument. The procedure was completed without further incident. There was no consequence to the pt.